Event description:
Complainant alleged that while attempting to cardiovert a patient the device displayed a "check pads" message using electrode pads and was unable to discharge via external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.